Event description:
It was reported that upgrade software and force sensor error events occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack on top of right plunger case, bottom of bottom case. Customer?s reported issue was not duplicated during. The root cause of the reported issue was determined. This issue was customer induced via the customers disturbance of the pump during its self-test process. Actions taken to mitigate the reported issue: upgraded pump per customer request, performed preventive maintenance and passed all functional tests. UDI information is unknown.